Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: data not available. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone15.3. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level increased to above 400 mg/dl after approximately 4-24 hours of pod wear on the abdomen, and the patient began feeling unwell. It was noted that the cannula did not appear to have properly inserted into the skin at the infusion. Upon pod removal, the skin at the infusion site was observed to be irritated. There was no medical intervention reported in relation to this event.